Event description:
The pt called and reported that from the day the lap-band system was implanted, the pt experienced severe pain, blisters, bruises, extreme vomiting, shaking, coughing, wound drainage and was wide open. The pt had been informed by the surgeon that there was an infection. The pt said ... Was sick with pneumonia. Follow-up findings: the pt called again and mentioned that "after the first fill on [date] the pt woke up with a lump and then decided to cover with a band aid "to keep it from growing," however, "but it got worse." The pt informed me it was [the treating physician] who informed that the stitches needed to come out; during this, the pt could feel the port." Follow-up findings: the surgeon reported, "when the pt was seen for the first fill, the pt was doing well, but apparently the pt took a fall right onto the belly and dr believes the pt probably had a hematoma and then infection. The doctor said that the pt all of a sudden said that the pt had been having problems as the pt did not say anything before. [Doctor] wanted the pt to have an endoscopy but the pt refused instead the physician did a fluoroscopy - nothing found. The physician did surgery and found an erosion. The whole device was removed."

Manufacturer narrative:
Taper ii. (B) (4). The rptr of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the rptr, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The explant surgeon was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Erosion, infection and the other alleged events are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection or abdominal pain. Re-operation to remove the device is required." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported events as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, incisional infection, infection, fever, chest pain, incision pain, abnormal healing, port site pain and wound infection." Device labeling addresses the reported event of irritation/inflammation as follows: "contraindication(s): the lap-band system is contraindicated in: pts with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease."